Event description:
It was reported that a nurse experienced no-flow during use of a clearlink secondary medication. This occurred during priming, after the secondary set was connected to the primary set. The issue was resolved after replacing the secondary set with another. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was primed and checked for flow with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.